Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "felt change in format and volume alteration in right implant contour (lobulated) intra and extracapsular rupture," and "small calcified granuloma two small nodules small residual calcification" against right device. Device was explanted.

Event description:
Healthcare professional reported "felt change in format and volume...alteration in right implant contour (lobulated)...intra and extracapsular rupture," and "small calcified granuloma...two small nodules...small residual calcification" against right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.